Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip became entangled with the first implanted clip causing damage (10602r182). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a of grade 4. Imaging quality was noted to be suboptimal as it was challenging to get adequate images without shadowing on the clip arms. The clip delivery system (cds)(10605r131) was advanced to the mitral valve and placed at the a2/p2 region. Upon clip deployment, the clip would not detach from the cds. Troubleshooting maneuvers were used and the clip detached from the cds and was implanted. To further reduce mr, it was decided to place a second clip. The second cds (10602r182) was advanced to the mitral valve but while aligning the clip above the valve, the nose of the 2nd clip became caught on the anterior arm of the first clip. Trouble shooting maneuvers were used including retracting the cds and using slight torque on the steerable guide catheter (sgc). The cds handle was slightly advanced and the second clip became free of the first clip. However, the first clip then embolized completely from the leaflets into the left atrium. The physician was able to catch the first clip with the cds when retracting the second clip back into the sgc. The entire system was pulled back into the right atrium. A non-abbott 10 f sheath and a 15-20 mm snare retrieval device were introduced into the sgc and the first clip was successfully captured, pulled back into the sgc, and the entire apparatus was able to be removed from the patient without complications. The procedure concluded with no clips implanted and mr remaining 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip caught on the implanted clip appears to be related to procedural condition and device caused damage was due to the troubleshooting maneuvers of the difficulty removing. The image resolution was suboptimal as it was challenging to get adequate images without shadowing on the clip arms. There is no indication of a product issue with respect to manufacture, design or labeling.